Manufacturer narrative:
Section g2 correction. Manufacturer¿s investigation conclusion: the reported event of an atypical alarm while connected to the mobile power unit (mpu) was confirmed and reproduced. There were no log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), the patient cable was observed to have multiple small punctures. The unit was connected to ac power and the echo alarm was confirmed when the cable was manipulated; the reported event was reproduced. The patient cable was replaced, and the unit then passed all tests per mp, heartmate mobile power unit service process. The unit was returned to the customer site and is ready for use. The patient cable was forwarded to ppe for further analysis. The patient cable was connected to a test unit, and an audible alarm activated when the cable was manipulated near the connector side. Insulation testing revealed that the red echo wire was shorting against the shield. The patient cable was stripped, and the red wire was noted to have its conductor exposed. The root cause for the reported event was due to the echo wire shorting to shield in the mpu patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 patient handbook (rev. A) and heartmate 3 instructions for use (IFU) (rev. D) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. It was also noted during investigation that there was a hairline crack on base of the mpu, and there was loose rubber encasing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic stating that when they plugged in the mobile power unit (mpu) an alarm could be produced when moving the patient cable. A loaner mpu was provided to the patient. The patient brought the effected mpu to the clinic at a later date.